Event description:
Additional information identified that patient has effective therapy post-operatively.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient did not recharge scs ipg as recommended. Ipg would not communicate with the external devices. As a result, surgical intervention was undertaken wherein the scs ipg was explanted and replaced with another model.